Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that measured data was lost when the battery voltage was at 2.45 v. This was due to a discrepant integrated circuit.

Event description:
It was reported that during interrogation of the pulse generator, measured data could not be read. A software download was unsuccessful due to low battery. The device was explanted and replaced.